Event description:
As reported to coloplast, though not verified, the patient with this device experienced excision of device. Cystoscopy intraoperative findings: 1.3 x 3 cm exposed suburethral mesh. Pathology report: the specimen consists of a portion of clear medical mesh with adherent vaginal tissue and hemorrhagic tissue measuring 3.5 cm in length and 1.3 cm in diameter. The adherent vaginal tissue and hemorrhagic tissue is removed and measures 2.0 x 1.0 x 0.1 cm in aggregate.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device additionally experienced pelvic pain, dyspareunia and recurrent vaginal infections. It was reported the patient has suffered and continues to suffer with urinary incontinence, physical deformity, and the loss of the ability to perform sexually. As reported to coloplast, though not verified, the patient with this device experienced excision of device. Cystoscopy intraoperative findings: 1.3 x 3 cm exposed suburethral mesh. Pathology report: the specimen consists of a portion of clear medical mesh with adherent vaginal tissue and hemorrhagic tissue measuring 3.5 cm in length and 1.3 cm in diameter. The adherent vaginal tissue and hemorrhagic tissue is removed and measures 2.0 x 1.0 x 0.1 cm in aggregate.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced vaginal odor, recurrent urinary tract infection, husband being able to feel vagina mesh, burning with urination. Occasional urgency urinary incontinence, vaginal bleeding, soreness with exertion and urination, vaginal mesh exposure 3x3 cm underneath urethra, vaginal discharge, repeat vaginal infections and ultimate suburethral mesh revision and cystoscopy. Pathology report noted clear medical mesh with adherent vaginal tissue and hemorrhagic tissue 3.5 x 1.3 cm with final diagnoses of squamous epithelium and granulation tissue including numerous neutrophils and blood clot.